Manufacturer narrative:
No medwatch form was received.

Event description:
New information received indicated that a loss of capture was observed. Insulation damage was noted upon explant. The lead was replaced, and patient was fine.

Manufacturer narrative:
External insulation abrasion was noted at 11.3-11.4cm, 11.5-11.6cm, 12.2-12.5cm, 13.3-13.5cm, and 13.9-14.1cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 12.4-14.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that asymptomatic patient presented to clinic for normal follow-up. Externalized conductors were observed via diagnostic imaging prophylactically. No electrical anomalies were detected. The lead will continue to be monitored.